Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73b1500009 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips will not sit at the tip after firing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73b1500009 was confirmed with sample received. During visual inspection it was observed that all components looked well assembled, no stuck clip in jaws. Functional inspection: applier was fired and one clip was released, however, during activation, clip would not open properly; clip is not subject to the jaws; root cause unknown. This condition was presented on 5 occasions. Failure mode clip won't sit at tip reported by customer was duplicated with remaining clips received. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Alleged event: the clips will not sit at the tip after firing. The patient's condition was reported as fine.